Event description:
As reported via medwatch 5200630000-2023-8032: cement vial packaging appears to be cloudy inconsistent with the packaging from prior cement units. No patient involvement has been reported.